Manufacturer narrative:
The device will not be returned for analysis; however, an investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Implant date - (B)(6). This report is number 2 of 3 mdrs filed for the same event (1825034-2017-01412, 01416, 01451).

Event description:
It was reported that a patient was revised ten years post implantation due to dislocation. During the procedure, the cup was noted to be retroverted. The acetabular cup, liner and femoral head were removed and replaced. Although requested, additional information is not available at this time.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause of the dislocation can be attributed to incorrect cup position. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.